Event description:
User reporrted that pyxis anesthesia device. When to a black password screen while a patient was present. No report of harm however it happened during a procedure.

Manufacturer narrative:
User reported that pyxis anesthesia device. Issue is captured in complaint file (B)(4). When to a black password screen while a patient was present. No report of harm however patient was in the operating room when the failure occured. Field service technician replaced all-in-one computer. After replacement pyxis anesthesia device tested fine and no other reported issues were identified.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: a1, b5, d1, d4, d5, d9, g6, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6) 2020 to (B)(6) 2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the aio was defective. The field service engineer replaced the aio to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that the pyxis anesthesia es touchscreen was unresponsive and asked for password during a procedure. The user is concerned as this was occurring frequently and affecting patient care. There were no adverse events or injuries reported based on this incident.